Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 7 previously reported events are included in this follow-up record. Product return status 6 devices were received. 1 device was not available for evaluation. Event confirmation status 1 reported event was confirmed. 5 reported events were not confirmed. Evaluation results 3 devices were found to be affected by worn internal components. 1 device was found to be affected by non-stryker components. 2 devices had no problem found.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device reportedly overheated. 3 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact. 1 event had the surgeon receive a first-degree burn.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 7 events were reported for this quarter. Product return status: 6 devices were received. 1 device was not available for evaluation. Event confirmation status: 1 reported event was not confirmed. 5 device evaluations are still in progress. Evaluation results: 1 devices had no device problem found. Additional information: 7 devices were not labeled for single-use. 7 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device reportedly overheated. 3 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact. 1 event had the surgeon receive a first-degree burn.